Manufacturer narrative:
(B)(4). Date sent: 7/10/2025. D4: batch # 370d14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with one gst60t reload present. The reload was received fully fired with several b-formed staples on the reload deck. Upon visual inspection, the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 370d14, and no non-conformances were identified. Additional information was requested and the following was obtained: device fired and deployed staples but when surgeon removed the scrub nurse realized all the staples had formed but where still on the reload. He opened another device and when the specimen was removed, he thinks the device cut but staples remained on the reload. We were performing a wedge resection, and while using the stapler to complete the final part of the resection, we noticed that the knife cut through the lung tissue, but the staples did not fully deploy into the lung. Instead, they remained in the cartridge, that was the echelon 3000 stapler. We addressed this by using another reload to complete the wedge resection successfully, and the tissue was sent to the lab, confirming it was cancerous. I did include the black reload in the box when packed up the complaint. Was there tissue within the jaws of the instrument throughout the entire length of the 60mm cartridge? Yes from what I could see however visualization was limited was there tissue within the jaws of the device in the area where the fully formed staples were seen after firing? Unable to confirm post fire was there any movement of tissue observed during the firing sequence? Unable to confirm limited visualiztion is there evidence in the specimen that the fully formed staples seen on the cartridge may have ripped through friable tissue? Potential what were the indications for the procedure? Wedge was the targeted tissue potentially thin and friable? Potential we then proceeded with a left upper lobectomy using a vats approach. When we attempted to divide the pulmonary artery with the stapler, it made a sound at the beginning and then stopped and locked without completing the cut. We were unsure if the staples had deployed or if the knife had cut through the artery, so we consulted with the representative. Ultimately, to ensure the patient¿s safety, we converted to a thoracotomy, isolated the main pulmonary artery, and carefully opened the stapler. Thankfully, the artery was intact, and we completed the procedure without further issues. Was the powered reverse button used prior to the decision to convert to thoracotomy? No, surgeon did not want to do anything untill he had control and access with good visualiztaion was the manual return mechanism attempted? If so, how many back and forth ratchets of the lever were attempted? No did the surgeon attempt to open the jaws by first squeezing the closing trigger, and then simultaneously pushing the anvil release button prior to the decision to convert to thoracotomy? He did not want to risk opening did the surgeon make provisions for proximal and distal control on the vessel prior to attempting to open the device as directed in the IFU and field safety notification? Yes that why he choose to convert has this customer received the field safety notification? Yes who specifically (name and title) received the field safety notification? Will provide at later date ¿ has this customer confirmed receipt of the field safety notification and returned the business reply form? ¿ please provide supporting documentation what additional steps were taken by the local representative to ensure all users of the pvs device were properly informed of the information provided in the field safety notification? Audit and training was the user of this device properly informed of the field safety notification prior to this surgical procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, the device lockout while on pa. Surgeon converted to open for a better view before reversing the knife blade to have better access and control, as he could not determine if device had cut and or stapled. Sales rep was called in after he attempted to fire and followed guidelines on lockout procedure. Surgeon was concerned of potential risk if it has started to cut. Device had not cut or stapled, and knife did reverse back and open. He then used a different device.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2025. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with one gst60t reload present. The reload was received fully fired with several b-formed staples on the reload deck. Additionally, photos were provided and they showed a black reload with several b-formed staples on the reload deck. Upon visual inspection, the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 370d14, and no non-conformances were identified.